Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple battery out limit errors and had a blank display. The customer's blood glucose level was 300 mg/dl. The customer reported that every time she put a new battery in the insulin pump, she received battery out limit error. She was able to clear the alarm. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.